Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 18 seconds. A manual capacitor reformation was done, which resulted in a CT of 19 seconds. The warranty for this device was questioned. Additional information was provided that there were several CT's greater than 19 seconds via manual capacitor reformations for this device, but that eri had not been reached yet due to the device needing to do an automatic capacitor reformation with a CT greater than the elective replacement indicator (eri) CT limit for the device to declare eri. The physician noted the patient would be scheduled for replacement; however, to the reps knowledge, this had not been scheduled yet. To date, there have been no reported adverse patient effects related to this clinical observation. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.